Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on 2013-(B)(6).

Event description:
It was reported that the patient had pain and his device ¿wouldn¿t take a charge,¿ so the patient had a revision where the device was replaced and the doctor ¿moved it up.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v017927, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension. (B)(4).